Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer reported that new battery did not resolve the issue. The insulin pump is not expected to return for analysis.